Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device inappropriately displayed a "release button" message and was unable to adjust joules settings via external paddle controls. Complainant indicated that there was no patient involvement in the reported malfunction.